Event description:
It was reported that there was no image on the light source. This occurred during reprocessing. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to h6 codes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus presumed that the image was not displayed due to a communication abnormality with the scope, caused by a damaged output connector. The definitive root cause of the damaged output connector could not be determined. Olympus will continue to monitor field performance for this device.